Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 13.4mmol/l. The customer stated that the insulin pump fell to the ground and damage the back part of the battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. Customer agreed to return the faulty pump for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, detailed trace analysis has confirmed pump error 25 and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace also confirmed the root cause is the non-sleep anomaly software error. The insulin pump had cracked case on the back at the battery tube area, minor scratched lcd window and case.